Event description:
It was reported a patient, currently suffering from tracheomalacia following a thyroidectomy procedure, underwent tracheobronchial stent placement in 2001. Two months post-stent placement, the pt was reported to have "coughed up metal loops". It was believed the metal loops fractured and detached from the stent. However, an endoscopic procedure performed later failed to identify any anomalies with the stent. The pt has not exerienced any additional symptoms and no intervention has been scheduled at this time. The pt's condition is good. Should additional details become available, a supplement will be forwarded at that time. The device remains implanted and is not available for investigation. Therefore, no failure analysis is available. Without evaluating the device and without additional details, the company is unable to determine the cause for this event at this time.